Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
This is the second report of two reports concerning the same patient surgery. (See mfg report number 3004608878-2014-00093). This report concerns lot number w8957 for the second torque limiting handle. It was reported the torque limiting handle makes a funny noise but clicks over, over torqued screws. Additional information was received in direct conversation with the reporter on (B)(6) 2014: during a posterior fusion thoracic/lumbar surgery, the torque limiting handle over torqued above 90 lbs and splayed the screws and cross threaded the caps. The surgery time was delayed 5-10 minutes. There was no injury or adverse consequence to the patient. On (B)(6) 2014 it was reported two 10-40-0122 instruments were returned regarding this issue (lot w11604 and w8957).